Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer states that the insulin pump is broken at the reservoir connection and the reservoir would not lock back into place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had cracked case at display window corners, battery tube threads, reservoir tube lip completely broken off and test reservoir did not lock/click into the reservoir tube properly, cracked belt clip slot, cracked case at reservoir tube window corner, reservoir tube window, minor scratched display window and missing end cap sticker. Unable to perform the displacement, rewind, basic occlusion, occlusion test due to broken reservoir tube lip. Pump passed the prime and excessive no delivery tests.